Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported kinked shaft and detachment of device component were confirmed. The reported failure to advance and difficulty to remove was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the instructions for use states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation was unable to determine a conclusive cause for the reported kinked shaft. The shaft damage was noted during device preparation; however, the device was used after the damage was noted (against instructions for use). The investigation determined the reported difficulties related to advancement and removal appear to be related to circumstances of the procedure as it was likely the device was unable to advance due to the reported shaft kink causing the reported failure to advance and subsequent difficulty to remove resulting in a detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed and moderately calcified lesion in a distal coronary artery. The distal shaft of the 3.0x15mm xience xpedition rx stent delivery system (sds) was noted to be bent after removing the protective sheath during device prep. The sds was used in the patient, but could not be advanced through the lesion as the device was bent. The device was withdrawn from the patient with slight resistance due to the device bend, and it was noted that the metal portion of the catheter shaft was broken into two pieces. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.